Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at their right-side burr-hole cover implant site. Cultures were taken however the results have not been provided. It was noted that the physician believes the burr-hole covers have a high profile however stated that the patient has a thin scalp per their assessment. The patient underwent a procedure where the whole dbs system was removed before completing the procedure. Physical analysis of the dbs system was not performed as they were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 31173545. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7123735. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7107483. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 575887. Product family: bs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000826.